Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer initially called to report receiving low battery alerts and failed battery alarms on the insulin pump. Customer's blood glucose was high at 400 mg/dl. Customer stated it was high due to eating rice and declined troubleshooting. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; customer received a failed battery test. Customer was advised to monitor the insulin pump and the battery cap would be replaced.